Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: filter wire bsx. Guide cath: 8 fr. Gc n.a. Sheath: 8 fr. Cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) evaluation summary: analysis noted blood in the outer member and guide wire lumen with no saline visible. The handle was unlocked and the slider was located in the distal portion of the handle. This is consistent with handling and use in the body. A separation was observed between the inner member and the bayonet hypotube bond. The material at the separation was smooth, but as this is a coaxial bond, this does not indicate a deficiency with the bond. Potential causes for this type of separation include, but are not limited to, manufacturing, interaction with accessory devices, and interaction with the guide wire. Visual inspection of the separation noted glue on the bayonet hypotube. Further, it was noted that there was a slight necking of the inner member next to the location of the bond, indicating the material experienced some force before yielding. Considering this information and that this bond is rated for one pound, a manufacturing deficiency appears unlikely in this case. It is likely that the inner member or tip experienced over a pound of force and the physician, though he reported no apparent resistance, may have not noticed the small amount in this situation. As nothing unusual was noted before and during stent deployment, anatomical or device interactions appear to be the most likely cause. In this case, it is possible that the tip caught in the rotating hemostatic valve (rhv), possibly due to the rhv not being fully open. However, without further information, a conclusive cause could not be determined in this case. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In manufacturing, all self-expanding stent systems are subjected to a visual inspection. The inner member to hypotube bond is verified by online weight test to ensure bond strength. In addition, a quality control audit inspection is used to destructively verify the bond.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure in the moderately calcified and tortuous carotid artery, after the stent was deployed, while retracting the stent delivery system through the rotating hemostatic valve, the shaft separated leaving 15cm of the distal end of the shaft within the valve. The separated piece was manually removed without problems. There was no adverse patient effect. Though requested, no additional information was provided.